Event description:
Information was received indicating that a smiths medical cadd ms3 pump was asking for a setup code while the patient was trying to use the pump, but the pump was never used. No adverse effects were reported.

Manufacturer narrative:
Information was received on (B)(6) 2020 indicating that the patient was trying to use the pump. But the pump was never used. Device evaluation completion date: 04/01/2020. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported complaint could not be verified. Service replaced the software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.